Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with epithelial basement membrane dystrophy (ebmd) and blurred vision on both (ou) eyes at a post treatment exam. The patient ¿s chief complain was of blurry vision worse in left (os) more than the (od). The topical steroid dosage was increased; a flap lift and rinse were performed. Bcva from (B)(6) 2019: right eye pre-op 20/20 -5.50 x -3.50 x 12, left eye pre-op 20/20 -5.00 x -3.25 x 2.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.